Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the device was in vascular planned treatment/non-emergency treatment and the procedure got completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that could not perform an xper CT study since the equipment did not scan with x-rays. Review of the system log file was showed tube current errors. Upon functional testing the fse found that the x-ray tube current was out of range. To resolve the reported issue, the fse checked the connections of the high voltage cables in the tube and applied the silicone to the connectors by opening the contact pins, adjusted the ray tube (tube conditioning, current adjustment, yield, and edl) and performed cbct test studies. 6 weeks later, however the system was reported as, CT error was displayed, and firing was not allowed and to resolve the issue the system was checked, and operation tests are run and after 11 weeks the issue reoccurred and to resolve the this issue performed the several tube conditioning, satisfactory tube performance tests and the gasified of tube and kept the system for observation for a week after this the problem was not recurred and, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed after restarting the system. There was no impact to the patient. Based on the re-evaluation, this complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that they could not perform an xper CT study since the equipment did not scan with x-rays. The device was in clinical use. The patient harm is unknown. Philips has started an investigation of the complaint.